Manufacturer narrative:
Lot number: the device involved was either lot h16c03034 or lot h16a11049. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the transfer set after the twist clamp was closed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these two suspected lot numbers (either lot h16c03034 or lot h16a11049). Should additional relevant information become available, a supplemental report will be submitted.